Manufacturer narrative:
The device will not be returned for evaluation. (B)(4).

Event description:
It was reported that the patient underwent pipeline embolization treatment via the marksman catheter. During a follow-up MRI (magnetic resonance imaging), showering emboli was found in a patient. The physician believes that the marksman catheter may have contributed to the findings. No other complications were reported with the patient.